Event description:
A report was received that the patients mid-thoracic incision opened up. The patient was placed on antibiotics.

Manufacturer narrative:
Additional information was received that the patient was doing well. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory..

Event description:
A report was received that the patients mid-thoracic incision opened up. The patient was placed on antibiotics.